Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted as they were "having problems two or three weeks before, during refills with the pt". It was stated that the pt had "morphine deprivation symptoms", concentration of morphine was noted as 4%.